Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump alarmed hardware low level failure alarm. Customer was able to clear the alarm and able to rewind the pump. Assisted with performing a self test and self test was failed. Customer was able to pump rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Pump error 63 confirmed in pump history with variable due to broken trace at pin 1 on keypad assembly.